Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the customer comment of an error message, during bench testing each key was pressed five separate times with an attempt to power on between each key press, and this routine was performed a maximum of five times with no anomalies observed. However analysis did note that the upper case was dented, the lead flex cover, main seal and battery drawer were contaminated and the battery contacts were compressed. (B)(4)

Event description:
It was reported that the external pulse generator generated an error code, which indicated a "self test failure." The generator was returned for service and as a trade-in device. No patient complications have been reported as a result of this event.